Manufacturer narrative:
Visual inspection of the returned screw revealed it to be completely severed into two pieces. The screw was severed at approximately the 7th and 9th threads counting from the tip of the screw. The hex drive had debris inside and the drive feature showed some damage areas; the threads also showed some wear marks and debris. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a screw fracture. Screw was removed and implant remains placed.